Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Implant date: (B)(6) 2021.

Event description:
It was reported that the patients lead broke. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.